Event description:
Information was received from a consumer regarding a patient receiving fentanyl (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2016, it was reported that in (B)(6) 2015 the patient was in the middle of having her medication switched because the fentanyl was not working and she ran out of medication. The patient experienced withdrawal which came on suddenly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.